Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a device evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The reported issue of use error failed to follow therapy steps- patient pressed button leading to change in program settings was not confirmed. The cause was undetermined. A labeling review found the patient at home guide to be adequate for potential use/user error related to this incident.

Event description:
This is report for use error- home patient (hp) pushing buttons to clear the alarms may have changed the therapy settings. During troubleshooting for an unrelated alarm, the baxter technical representative (tsr) asked the hp if he had pushed buttons to clear the alarms. The hp stated yes. The tsr explained that the hp may have changed the therapy settings. The tsr recommended that the hp contact the registered nurse (rn) and the tsr assisted the hp with ending the therapy. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.